Event description:
Reportedly, the technician programmed the device in manual MRI mode: doo pacing mode at 80 bpm. She did not see a rate of 80 bpm after the programming. Was the pacemaker programmed as wished? The technician was not sure about this.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The review of provided data showed that the device was programmed on (B)(6) at 08:08:25: the user asked for MRI programming in manual mode with MRI pacing rate at 85 bpm. No general malfunction is suspected on the device.

Event description:
Reportedly, the technician programmed the device in manual MRI mode: doo pacing mode at 80 bpm. She did not see a rate of 80 bpm after the programming. Was the pacemaker programmed as wished? The techncian was not sure about this.